Event description:
Surgeon implanted a lens. The lens haptic tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. It was unk what caused the the haptic to tear. The facility was unable to provide the injector and cartridge model and lot numbers.